Manufacturer narrative:
Identifying information, such as the lot number of the device was not reported to paragon 28. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a lapidus arthrodesis surgical procedure that utilized a paragon 28 phantom small bone intramedullary nail system. The metatarsal was reported fractured upon insertion of a 3-hole lapidus nail. It was reported that the nail was removed intra-operatively and a plate was implanted over the prepped joint. The reported noted that there was a significant amount of compression added to the construct via the outrigger. The surgeon made mention of lack of visibility of the lines on the torque indicating driver.